Event description:
Adverse skin reaction when using the product, skin became dry and stripped off until new wound opened, delaying wound healing by around 3 weeks. The customer swapped to an alternative product and the issue was resolved.